Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced the high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with the insulin pump and manual injection. The customer reported that the reservoir was leak inside the reservoir compartment of insulin pump. Customer reported that they did receive a sensor error alert, calibration error, change sensor alert. The customer declined to troubleshoot for high blood glucose. The troubleshooting was performed for leak. The product will not be returned for analysis.